Event description:
It was observed, that during the device evaluation. The duodenovideoscope exhibited foreign material. Mixed with corrosion found between distal end and server plug-in. There was no report of patient involvement or user injury associated with this event

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b3 (event date should be blank in the initial medwatch), h6 - component code is being corrected to "tip 3123". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. During examination, the foreign material could not be identified. There was physical damage where the foreign material was found. Based on the results of the investigation, the cause of the foreign material that remained in the distal end could not be specified, and it is unknown if there are deviations from the instructions for use (IFU) as three attempts were performed to obtain additional information, but no response was received from the customer. The instruction manual states the detection method associated with the event in "tjf-q190v operation manual chapter 3 preparation and inspection", and preventative measures in "tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.